Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent heart transplant. Additional information stated that the patient was escalated on the transplant list due to thrombosis. The device operated as expected.

Manufacturer narrative:
Section d4, h4: additional information section h3: correction manufacturer's investigation conclusion: upon evaluation of heartmate ii lvas, serial number (B)(6), pump thrombosis was confirmed. The pump was returned assembled with the driveline cut approximately 4¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 4¿ of the sealed outflow graft was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. The sealed outflow graft bend relief and the sealed outflow graft bend relief collar were returned attached to the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Examination of the pump upon disassembly revealed a tissue-like, red thrombus formation surrounding the bearing ball within the proximal side of the outlet stator. Its lack of laminated layering indicates that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, concentric contact marks at the distal end of the rotor suggest that this thrombus formation was present during support. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 of this IFU outlines indications of pump thrombosis as well as how to respond to such events. This section also contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.